Event description:
Pt has port in left subclavian for chemotherapy. Appeared to leak on 4/11/94, and caused subcutaneous swelling. Pt taken to cardiovascular lab, where catheter was visualized under fluoroscopy. Distal end of catheter had broken off and migrated to right ventricle. Tip measuring 13.0 cm retrieved via right femoral vein. Port removed on 4/13/93 and new port placed.